Event description:
This is a revision of my (B)(6) 2010 notice with more product info. My mother was hospitalized with pneumonia during later (B)(6) 2009. She was released on (B)(6) 2010. (B)(4)delivered oxygen supply equipment the following monday. The equipment was dropped off and oxygen administered to my mother with little instruction to my family. The following friday mother began experiencing difficulty breathing. The family noticed water coming from mother's nose and found the oxygen tubing to be full of water. The water was drained and the oxygen readministered and the system was watched. Mother grew progressively worse and was transported by ambulance back to the hosp the next morning -sunday-. She died at (B)(6) the next morning. We feel she died because of malfunction of the oxygen equipment. We are still in possession of the equipment and want to get it checked out. (B)(6)

Event description:
My mother had been hospitalized for pneumonia during (B) (6) 2009. She was released on (B) (6) 2010. A home health company delivered oxygen equipment on the following monday. The equipment was dropped off and oxygen administered to my mother, with little instruction to my family. The following friday/saturday my mother began having trouble breathing. My family noticed water in the oxygen line and water coming from mother's nose. The lines were drained and the o2 readministered and the system was watched. My mother was noticeably weaker having real difficulty breathing that saturday night. She was rushed by ambulance back to the hospital (B) (6) 2010. She grew progressively worse and died the following monday morning. The oxygen equipment remains at my parents home. We feel that she died because of malfunction of this equipment. We want to have the equipment checked out. How can we get this accomplished? Dose or amount: 5 litre, frequency: cont, route: inhal. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: pneumonia recovery.